Manufacturer narrative:
The permanent cautery hook had no thermal damage. During visual inspection, the instrument was found to have discoloration at the hook. The root cause of discoloration is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument with harsh cleaning agents or insufficient flushing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook instrument (pch) was found to have a burned tip. There was no report of patient involvement.